Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory showed high impedance (>3kohm). However, during the latest follow up on (B)(6) 2010, normal measurement was obtained.

Manufacturer narrative:
December (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.